Event description:
A physician reported that in an irrigation and aspiration tip exhibited aspiration failure during surgery. The surgery was completed after replacing the product with another one. No patient impact was reported. Procedure details was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened polymer I/a curved tip, in a blister was received for the report of foreign material. The sample was visually inspected and found to be non-conforming with yellowish foreign material observed in the port hole of the I/a tip. The particle analysis found the foreign material to most closely match protein. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . The returned sample was found to be occluded. The particle analysis found the occlusion to be protein. Protein is not a material that is used in the manufacturing or packing process of polymer ia tips. How and when the I/a tip became occluded with protein cannot be determined from this evaluation; therefore a root cause cannot be determined for the complaint as described by the customer. Possible contributing factor is use during surgery. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).